Event description:
The reporter indicated that prior to the implant induction, the device was reprogrammed, as it is designed to do. The physician was not happy with this feature and the sales representative requests that this be modified.